Event description:
It was reported the pt is no longer receiving stimulation due to being unable to locate her scs ipg with her pt programmer and charging system. It was also reported the pt is receiving an ipg comm error 2501 message from her pt programmer. A sjm rep was unable to resolve the issues with troubleshooting.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.